Event description:
There is no patient impact associated with this complaint. It was reported that insulin was observed around the pump. The reporter stated that the insulin leaked into her pocket but she could not determine if the leak came from the tubing or the cartridge. She reported that the cartridge compartment was dry and that the leak did not seem to be coming from the luer lock. The complaint is being reported because of the allegation that an animas cartridge leaked insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation and the lot number is unknown. If the cartridge is returned it will be investigated and a supplemental report will be filed. No conclusions can be made at this time.